Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. As part of the manufacturing process, a 100% of the units go through a tip and overall tube appearance inspection process. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Medsun number mw5099728.

Event description:
It was reported that the tip of the catheter broke off during a thrombectomy of popliteal artery on a (B)(6) year old female patient. An arteriotomy was performed to retrieve the tip. Other than additional surgical intervention no patient complications were reported.